Manufacturer narrative:
(B)(4). Submitted to FDA on 05/31/2017.

Event description:
Clinical follow-up was received from the surgeon on (B)(6) 2017 with the following additional event details. The malpositioned stent was located posteriorly near the ciliary body and a cyclodialysis cleft was observed. The cyclodialysis cleft and malpositioned stent resulted in ocular hypotony (4-6 mm hg). The stent was explanted on (B)(6) 2016. The hypotony is persistent with fluctuations in visual acuity of the right eye. The patient has a small but persistent cyclodialysis cleft despite argon laser cleft repairs on (B)(6) 2017. Additional information will be requested from the surgeon.

Manufacturer narrative:
(B)(4).

Event description:
The patient provided the following additional event details on (B)(6) 2016. The surgeon who is following up with the patient was able to visualize the istent with post-operative imaging. The surgeon added a topical medical to her medication regimen for a reported iop of 4 mm hg at the most recent visit ((B)(6) 2016). The surgeon did not laser the cleft during this visit as originally scheduled. On (B)(6) 2016 the surgeon who is following the patient post-operatively conferred with the glaukos medical monitor. The surgeon and the glaukos medical monitor reviewed the case and the various approaches including; observing if iop improves and vision is adequate, ab interno approach for removal and ab externo removal and cleft repair techniques.

Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. Device identifiers are not available. Cyclodialysis and hypotony are identified in the device labeling as known inherent risks of glaucoma stent surgery. (B)(4) submitted to FDA: 8/24/2016.

Event description:
The patient reported that she presented with hypotony postoperative istent implantation on (B)(6) 2016. Preoperatively the patient reported iop ranging from 12-15 mm hg and post-operatively her iop was 4-6 mm hg. The surgeon informed the patient that a cyclodialysis cleft may have been created and that the istent was lost in the cleft as it is not able to be visualized post-operatively. According to the patient the surgeon wanted to explant the istent. Before having the istent explanted, the patient saw a retinal specialist for a second opinion who did not want to explant the stent. The patient then saw a third surgeon who felt that the istent did not require explantation but did suggest laser treatment to the cyclodialysis cleft which is currently scheduled for (B)(6) 2016. The patient also complained of dry eyes post cataract surgery and has been using natural tears throughout the day. The patient reported that the istent was only implanted in one of her eyes but had the cataract surgery on both eyes. Additional information has been requested.

Manufacturer narrative:
Impaired vision is identified in the device labeling as a known inherent risk of glaucoma stent surgery. (B)(4)

Event description:
Clinical follow-up was received from the surgeon on 08/08/2017 with the following additional event details. The cyclodialysis cleft is slowly closing and the surgeon plans to repeat argon laser cleftoplasty in the (B)(6). The patient has significant anisometropia probably causing some of the remaining symptoms. The surgeon anticipates this will improve as the iop continues to improve. Currently, the patient's pain has improved with occasional soreness and light sensitivity. The iop and visual acuity have also improved.